Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed de novo lesion in the mid circumflex coronary artery. A non-abbott guiding catheter was advanced into the left main coronary artery and a 0.014 bmw guide wire was used to cross the lesion. Pre-dilatation was performed using a 2.5x15mm balloon dilatation catheter (bdc). A 3.0x38 xience xpedition stent was implanted in the target lesion; however, a long dissection was noted at the distal end of the stent. A 2.5x38 xience xpedition stent was implanted at 16 atmosphere to treat the dissection successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.